Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection indicated that the entire lead was returned. There were setscrew marks noted on the terminal pin and no discernable set screw marks were noted on the terminal ring. There was tissue entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits even with manipulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. It is likely that there was an incomplete connection between the rv lead and the ICD during implant.

Event description:
Boston scientific crm received information that the latitude system declared a red alert due to high impedances being detected on this rate/sense right ventricular (rv) lead. Additionally, noise was seen on stored electrograms. No adverse patient effects were reported. The patient was to be brought in for further evaluation. Subsequent information indicates that this rv lead was fractured. A new rv lead was to be placed. This patient's latitude system continues to declared alerts due to pacing impedances greater than 2000 ohms. At this time, no further information has been made available, the patient moved and we do not know where this patient is being seen at this time. Subsequent information indicates that the patient has had several non-sustained episodes stored due to oversensing of noise. The patient was reported to not be pacer dependent. Subsequent information indicates that this patient's implantable cardioverter defibrillator (ICD) was programmed off and the patient was given a lifevest. It was stated that the patient would be undergoing a revision procedure in the near future. Additional information indicated that this patient's rv lead was extracted and replaced.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going.

Event description:
Subsequent information indicates that this product was returned for laboratory analysis.